Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after successful completion of induction testing an x-ray was performed showing this electrode to be in a suboptimal position. The x-ray and device data was sent to boston scientific technical services (ts) for further evaluation. Based on ts feedback the physician elected to reopen the incisions and reposition the electrode obtaining optimal position and measurements. No adverse patient effects were reported. This system remains in service.